Event description:
As reported, the sealant sleeve of a 6/7f mynxcontrol vascular closure device (vcd) was "cracked" and sealant was partially revealed. There was no reported patient injury. The anomalies were noted while introducing the vcd into a left groin unknown 6f sheath post right leg peripheral artery disease (pad) revascularization procedure. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.additional information is pending and will be submitted within 30 days upon receipt.